Event description:
During use of a cardiopulmonary bypass procedure, the roller pump repeatedly displayed a "belt slip" message. This condition did not affect the pumping function of the device, but the user chose to replace the pump with another pump. When inspected after the procedure was concluded, the pump would not rotate with tubing in the pump race. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.